Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2006 and mesh and uretex sup pubourethral sling were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that the mesh was removed on (B)(6) 2006 due to pain, infections, vaginal and rectal bleeding, dyspareunia, sui. (Uretex was implanted on (B)(6) 2006 and essure was implanted on (B)(6) 2006).

Manufacturer narrative:
It was reported that patient underwent removal of mesh implant on (B)(6) 2006 by dr. (B)(6) due to recurrent stress urinary incontinence and pelvic floor relaxation.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urinary frequency, dysuria and vaginitis.